Event description:
A falsely elevated troponin I result was obtained on a pt sample. The physician questioned the result. The sample was repeated with an alternate methodology and the result was negative. Treatment was not prescribed or altered as a result of the incident. There was no report of adverse health consequences as a result of the falsely elevated troponin I result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result is interference from heterophilic antibodies or non-specific binding. The instructions for use for the dimension cardiac troponin-I method states "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. The assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference from all pt specimens cannot be guaranteed. A test result that is inconsistent with the clinical picture and pt history should be interpreted with caution."